Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer septal occluder was chosen for implant using a non-abbott delivery system. While it was attempted implant the device, the device deployed in a cobra like shape. The deformed device was not released from the delivery system while inside the patient. A replacement 10mm non-abbott device was then implanted. There was no clinically significantly delay and the patient remained hemodynamically stable throughout the procedure. The patient was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an unknown non-abbott delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: reported device updated to a 10mm amplatzer septal occluder (9-asd-010).

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that a 10mm amplatzer septal occluder was chosen for implant and deployed in a cobra like shape. No 30mm amplatzer septal occluder was used in this case.